Manufacturer narrative:
The investigation has been completed. The console (ic3517) was sent back for further investigation. Aic logs confirmed the reported failure. Visual inspection of the purge assembly area confirmed a ripped/ missing blue retainer. The failure mode was due to broken/ missing purge retainer. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was on an automated impella controller (aic) for mechanical circulatory support. The automated impella controller experienced purge disc/flag issues. No clinical details regarding resolution or patient condition were provided. No patient was involved.